Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported event codes and the observed failure to charge. Physio then replaced the system controller and user interface pcb assemblies and then the flex cable assembly which connects the user interface pcb to the pcb stack. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The removed parts were further evaluated in the failure analysis center. The initial observed issue of the device failing to charge defibrillation energy could no longer be duplicated and the cause could not be determined. Physio did however observe a shorted integrated circuit chip, designator u61 from the system controller pcb assembly to cause the observed intermittent resetting issue. Additionally, it was observed that the flex cable assembly had an open in the cable which was intermittently causing a lock up condition when twisted slightly and also causing the initially reported event codes.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged several event codes. After an evaluation of the device, it was observed that the device was indicating messages "connect cable" and "cannot charge" when attempting to charge defibrillation energy. It was also observed that the device was intermittently resetting during the boot up process. There was no patient use associated with the reported device issue.